Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was 556 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer also report the past no delivery alarm. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread noted. Device passed displacement test. Basic occlusion test. Insulin pump failed seating test due to faulty force sensor resistor (gold). Unable to perform occlusion test, excessive no delivery test. Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed self test, off no power test and all operating currents test. However corroded battery tube compartment was noted.